Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) lead. High capture thresholds were also observed. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.